Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues have resolved. This is the final report.

Event description:
The recipient is presenting with inflammation at the implant site due to retention issues. The recipient was prescribed a steroid treatment. The recipient magnet strength was adjusted.